Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) poor number were noted after the first deployment. There was difficulty realigning the cup and cone, then the deployment button would not slide forward. The leadless ipg was recaptured. Under fluoroscopy there appeared to be a space between the cup and cone. Deployment was done again with similar poor testing r esults.  Recapture was done with some limited resistance. It was also noted that there was a clot issue related to the leadless ipg and delivery system. The leadless ipg was not used and was replaced. The replacement leadless ipg also exhibited poor alignment between the cup and cone. There was resistance noted with the deployment button. The leadless ipg was successfully implanted. It was further noted that the patient passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.